Manufacturer narrative:
The device has not been returned for analysis; therefore the cause of complaint could not be determined. Same event as reported in MDR MFR: # 2029214-2016-00089.

Event description:
Medtronic received information that during preparation for an embolization procedure, the guidewire perforated the middle of the marathon. The guidewire was shaped and it punctured the microcatheter when the physician introducing the guidewire inside the marathon catheter. No patient injury, event occurred prior to use.